Event description:
Patient's husband reported patient experienced increased stimulation and cramping in lower abdomen while in an airplane. Patient has persistent back pain. Additional information was received from the patient's husband. The caller reported that the patient experienced emi interference on an aircraft with one of their first inss, and they wrote an in-depth letter to manufacturer about it.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# j0337377v, implanted: (B)(6) 2004, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 24-jul-2007, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient's husband reported patient experienced increased stimulation and cramping in lower abdomen while in an airplane. Patient has persistent back pain. Additional information was received from the patient. They reported that they had the device reprogrammed by the rep. They did not have their programmer replaced, they did not have surgery to fix the problem, and they were not still having problems with their system. They reported the problems were related to the implanted system. Additional information was received from the patient's husband. The caller reported that the patient experienced emi interference on an aircraft with one of their first inss, and they wrote an in-depth letter to manufacturer about it.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot# j0337377v, implanted: (B)(6) 2004, product type: lead. B5/h6: correction submitted with additional information for event description and outcome codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.